Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference# 1627487-2020-01002. It was reported the patient experienced pain and ineffective therapy. As a result, the physician explanted the patient¿s entire system.